Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering up. A field service engineer (fse) found the unit powered off and, after turning it on, observed that the station failed to reboot despite detecting the solid-state drive. The fse reseated the cables connected to the printed circuit board, but no change was observed, leading to suspicion of a system image issue and notification to management and the customer. The fse identified a defective hard drive, replaced it, and reimaged the station to the required software version, which took extended time. The fse then reinstalled the required application components to compatible versions, updated the windows server update services maintenance schedule, deployed the endpoint security application remotely, forced system updates, and verified that the security application was successfully installed and functioning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station was not powering on and went offline on remote support service. Customer tried to reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.